Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. After fifteen minutes of morcellating, the device started chugging and lights were going on and off with a brand new motor drive unit. Another like device was used. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4) - poor blade performance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-02043, 2210968-2012-02067 and 2210968-2012-02070. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The blade failed to rotate during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.